Manufacturer narrative:
Alleged failure: cib briggs, rep. Sparking when plugged in where power supply. Po: (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked. Please note, it was noticed during set up.

Event description:
It was reported that the device sparked. Please note, it was noticed during set up.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.